Manufacturer narrative:
Additional manufacturer narrative: due diligence attempts have been made to obtain additional information. Unfortunately, no additional information regarding this event has been provided. The explanted valve was also not returned for evaluation despite requests. There is currently insufficient information to confirm the root cause of this event. It is unknown whether patient or procedural factors may have caused or contributed to the explant. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No further actions are possible at this time. A supplemental report will be submitted in the event any new information is provided.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a bioprosthetic aortic valve, implanted one (1) year, six (6) months and six (6) days, was explanted due to unknown reasons. The explanted device was replaced with another edwards bioprosthetic valve. No other details have been provided.